Event description:
It was reported that an ilet user experienced frequent low glucose episodes, including a low to 73 mg/dl during the call that was treated with crackers to 98 mg/dl. Review of pump reports indicated the user often announced lunches and dinners as smaller than usual, which was explained as impacting the pump¿s dosing algorithm, and the issue was categorized as an incorrect procedure related to meal announcements. No reported symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically improper or incorrect method related to meal-size announcements via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.